Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. (B)(4).

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with an enteral access feeding tube. The customer reports a right thoracoscopy and irrigation of the right hemithorax for tube feeds in the pleural space due to an improperly placed dobhoff tube. This female presented to the hospital with increasing respiratory distress and abdominal pain. A dobhoff tube was inserted by a critical care rn and the follow up abdominal x-ray was read by the radiologist as the dobhoff tube with its tip overlying the region of the gastroduodenal junction in the right mid-abdomen. The stylus was then removed and tube feedings were begun that evening without incident. The pt experienced worsening respiratory distress through that night while on bipap. The dobhoff tube was removed when she was intubated in the early morning. A new right pleural effusion was noted on x-ray and there was concern that the dobhoff tube had been placed into the lung and whether the catheter tip had gone through the diaphragm and into the abdomen. A right thoracoscopy did find the tube feedings in the pleural space. A full lung decortication and irrigation of the right hemithorax was performed. The event abated after the use stopped.